Event description:
Reportedly, the physician had to reposition a lead. After unscrewing the set-screw he was not able to screw back the new lead in place properly. The pacemaker was returned for analysis.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to symphony/rhapsody pacemaker models approved under p950029. In response to this warning letter that the united states food and drug administration issued to ela medical (dated nov 6, 2009), sorin crm (ela medical is filing this MDR at this time. (B)(4). Conclusion: the electrical characteristics of the returned device were within specifications. The screwing issues encountered during the re-intervention could only result from complete unscrewing of the set-screws (to remove the leads). The damages observed on the set-screws and associated terminal blocks are most likely a result of the screwing attempts when the screws had already been unscrewed from the block. Therefore, it is important to note that it is sufficient to slightly unscrew the set-screws (no more than one turn) in order to remove the leads from the connector ports. If not, the set-screws can become completely unscrewed, making it difficult to replace them in the terminal block (caution statement number 2 in the lead connection section of the physician manual).